Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on the night of (B)(6) 2021 or the morning of (B)(6) 2021. Review of the patient's download data indicates the patient received three inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR artifact on the date of passing. The device was started up at 08:09:42 on (B)(6) 2021. The patient was in sinus bradycardia at 20 bpm with motion artifact, degrading to asystole at 14:17:13. The patient received the first inappropriate shock at 14:19:56. The patient's rhythm at the time of the shock and post-shock rhythm were asystole. The patient received the second inappropriate shock at 14:20:23. The patient's rhythm at the time of the shock was asystole with CPR artifact. The patient's post-shock rhythm was asystole. The patient received the third inappropriate shock at 14:20:51. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with motion artifact. The patient was in asystole with electrode lead fall off from approximately 14:23:11 until the electrode belt disconnection at 14:27:29 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 05/31/2016, belt 06/10/2014.